Event description:
It was reported patient was seen, the day prior to the report date, for drug withdrawal and was diagnosed with a catheter fracture. On the day of the report a catheter revision was done. It was also reported drug in pump was from compounding pharmacy and physician rinsed the pump with preservative free normal saline (pfns) after the catheter was disconnected to remove the old drug. The drug being used in the pump was morphine. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).